Event description:
It was reported by the customer that bd pyxis¿ medbank tower system encountered a system entry error. The user mistakenly counted hydrocodone-apap 5-325mg tab to zero during issue (transaction 36633), preventing further dispensing. She reported the system did not allow correction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device had entry error. The technical support specialist provided customer information on the cycle count matter of the bin to correct the quantity on-hand and issue the medication to resolve the issue. The system functioned as intended after the guidance to customer was provided by the technical support specialist.